Event description:
It was reported that the device had a latch that was not responding. The product fault occurred during testing. There was no patient involvement. The device evaluation found the downstream occlusion seal to be delaminated.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was delaminated. The reported latch issue was confirmed. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.